Event description:
Resident placed on lift and removed from whirlpool. Safety strap popped open and resident fell to floor. Pressure was applied to laceration on the head and transported per ems stretcher to hosp.